Event description:
Solicited mom reported that one of the pumps are malfunctioning and would like to return it, but does not need a new one sent out. Unknown if this caused any adverse reactions or a missed dose. Lot and expiration information was not reported. Unknown device malfunction issues. No further information provided. Reported to (B)(6) by pt/caregiver.